Event description:
It was reported that the insulin pump alarmed no delivery. The caller did not know the blood glucose reading. It was also stated that the customer examined the infusion set and saw that it had leaks. No significant events leading to the alarm were observed. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.